Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed the pump's maximum hourly bolus setting from 10 units to 5 units and accidentally delivered a bolus of 10 units instead of the intended bolus of 10 grams of carbohydrates. Customer's blood glucose was 120 mg/dl. Customer adjusted the pump setting and resumed insulin therapy.